Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the apollo tip prematurely detached. The patient was undergoing treatment for arteriovenous malformation (avm) embolization. The patient's vessel tortuosity was normal. The access vessel was the femoral artery, which was 5f in diameter. It was reported that the apollo catheter was taken out normally after hydration. After taking it out, it was found that the detachable tip end of the microcatheter was skewed, and the detachment end had a loose phenomenon. After gently poking it by hand, it fell off and was discarded. A replacement microcatheter with the same model and lot number was used normally, and the operation was successfully completed. There was no friction or difficulty during injection, no force was applied during removal, the tip was not entrapped/stuck, and there was no vasospasm. The tip detachment did not occur during onyx injection. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
H3: as found condition: the apollo micro catheter was returned for analysis within a shipping box; within a plastic bio-pouch; within an opened apollo inner pouch; and within a dispenser coil. The guidewire used in the event was not returned. In addition, the model and lot number were not provided therefore compatibility could not be assessed. Visual inspection/damage location details: the 3.0cm detachable tip was found to be detached from the apollo micro catheter. The detached tip was not returned. Therefore, any contributing factors from the detached tip could not be assessed. As returned, it could not be determined if the useable and distal length of the apollo micro catheter is within specification as the detachable 3.0cm tip was detached and not returned. Upon visual inspection, no irregularities were found with the apollo hub. No bends or kinks were found with the apollo catheter body. No other anomalies were observed. Testing/analysis: the apollo total, usable and distal floppy lengths were measured to be within specification. In addition, the ldpe coupling tube overlap length was measured to be within specification. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿tip premature detachment¿ was confirmed. Tip premature detachment (during navigation or repositioning) can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. Tip premature detachment can also occur due to too much vessel calcification (tip gets caught and dislodges), repositioning of the micro catheter while it is in a wedged position or with vessels that are in vasospasm, or use of incompatible guidewire. However, the cause for the tip detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.